Event description:
It was reported that the company representative (cr) was updating the programmer in the clinic with r-wave analyzer update software with the usb and the programmer was giving an error message. The caller inserted the universal serial bus (usb) into the programmer and powered on the programmer and an error message was received. The caller cycled power and an error message was received again during download. The caller recycled power to clear error and completed installation. The programmer was restored to service. The cr was told that it was only a matter of time before seeing the error code again. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer had an intermittent system error; hard drive contamination found. Analysis also found the hinge plate screws are missing. Further investigation revealed a loose ECG (electrocardiogram) connector. Concomitant medical products: product ID: 2067l, radio frequency head. Product ID: 229047, analyzer. (B)(4).